Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. Per customer statement, the monitron ii device, used in conjunction with the vdr ventilator device, screen went blank while in use. As there was a malfunction to the vdr/monitron ii device that may lead to uncertainty of ventilation and as a result, may interrupt the ventilation support, this MDR is being filed. After internal investigation of the device, it was determined that the keyboard failed due to excessive use over time. The keyboard was replaced and confirmed to correct all original issues. No additional information on the patient or event was received. If any additional information is obtained, a follow up MDR will be filed.

Event description:
Per customer feedback, the monitron display was in use with a vdr ventilator and the screen went blank while being used on patient. No patient injury or harm was reported by the customer.